Event description:
International customer advised that the lateral incision of perineum did not heal and dehisced at an unspecified time following surgery. The patient was returned to surgery for additional wound closure.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.